Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump and did a set change. Customer stated that her blood glucose was 500 mg/dl. Customer treated with a manual injection. Customer reported that she was unable to troubleshoot at the time of the call. Customer does not want to return the set or reservoir for analysis. Customer was advised to call whenever she receives a no delivery alarm to troubleshoot the issue. Customer stated that she is disconnected from the pump and will not do an infusion set change until tomorrow.